Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that delivered less fluid than intended during patient therapy was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. Additional information: a device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of a flo-gard infusion pump that delivered less fluid than intended during patient therapy. The nurse prepared 1500 milliliters (ml) of total parenteral nutrition (tpn) solution. Rate was 55ml/hour, after 18 hours; there was approximately 1000 ml solution in bag. The device screen was showing that the infused amount was 990 ml and the rest of the amount was 510ml. There was no report of patient injury or medical intervention. No additional information is available.